Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to any malfunction of the implanted system.

Event description:
It was reported the patient was dissatisfied with the scs system. The patient stated the system caused him pain at the implantable pulse generator (ipg) pocket site, which radiated down to the leg and causes it to swell up. Reportedly, the issue would resolve when therapy was turned off. Consequently, the patient's scs system was successfully explanted and replaced without issues.